Event description:
It was reported that an ambulance was in an accident. The ambulance was traveling at 75 mph when the ambulance rolled over 3 times. The cot reportedly broke out of the cot fastener. The retaining post broke off. The customer stated that there was pt involvement and adverse consequences reported for the pt.